Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted through psr on 04/23/2018 and on 07/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade iii+. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii also reported as "evolved to...grade v" and cysts. Treatment with singular was given. The device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii also reported as "evolved to...grade v" and cysts. Treatment with singular was given. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Cyst: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed.